Event description:
Customer reported that he was hospitalized due to high blood glucose. Customer blood glucose reading at the time of hospitalization was over 400 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.